Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device recognizes the battery, however, the device will not power on. There was no patient involvement. The battery has been received and evaluated by the failure analysis lab. Per the notes from the failure analysis lab: although the reported problem according to which the battery was ¿shorted¿ could not be verified with cadex charger/analyzer, the battery failed to operate as normal - battery showed 5 leds (a charge capacity of 80% at minimum) but would not power up the mrx device nor would the battery charge in the device. Inserted in the cadex charger/analyzer, the latter yielded error: ¿fail 160 - bad fuse or driver¿. The battery is faulty ¿ the gas gauge is corrupt.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device recognizes the battery, however, the device will not power on. There was no patient involvement.